Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, interaction with the stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. As the balloon ruptured during inflation, the stent was not fully deployed, requiring additional treatment to fully deploy the stent. To ensure this type of damage is not a result of a potential product deficiency, all products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure and balloon integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy or balloon rupture for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that after pre-dilatation, the xience v stent delivery system (sds) was advanced to the target lesion. The vessel and lesion site located in the distal left anterior descending artery were characterized as non-tortuous, mildly calcified, concentric, de novo and 90% stenosed. At first inflation, the sds balloon ruptured at 7 atmospheres. Therefore, the partially deployed xience v stent was dilated with a non-abbott balloon catheter. No adverse patient effects were reported. No additional information was provided.